Event description:
It was reported that the balloon ruptured after 2 days of use. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980167. The sample has been returned to arrow. The examination indicates that the balloon had a tear in latex, near its center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.